Manufacturer narrative:
Catheter was not returned to numed for eval. A catheter from inventory was pulled and tested. It burst above the rated burst pressure on the labeling. It is unk as to what pressure this catheter was taken to. Typically, balloon bursts are caused by over inflation or calcified areas.

Event description:
Balloon burst.